Event description:
The customer reported that the heater light on the unit was out for a while and did not notice the malfunction until now. Several attempts were made to gather additional information. At this time, no further information is available.